Manufacturer narrative:
Analysis received the unit with unresponsive button response due to moisture damage to the keypad traces. There was no unexpected numbers ramping noted on the display. The unit display function properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the numbers were not ramping on their own. The customer stated the scroll bar is not moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.